Event description:
Revision due to pain from the left hip. During the revision, a grey/black coloured fluid was noted in the hip joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.